Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no indication of a product quality issue. Based on this information the reported patient effect of atrial perforation appears to be related to procedural circumstances and not due to the device. The reported patient effect of cardiac perforation (atrial perforation), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the atrial septal defect (asd). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was implanted, reducing the mr to 1-2. After removal of the steerable guide catheter (sgc), a shunt in both directions was observed due to an asd. An asd closure device was used for treatment. The patient was in stable condition. There was no clinically significant delay in the procedure. No additional information was provided.